Event description:
The customer initially reported that the ac power module inlet had pulled out.

Manufacturer narrative:
(B)(4). The customer initially reported that the ac power module inlet had pulled out. At that time, the customer did not report that the ac power module had failed to work. The customer ordered a new power module, which resolved the failure, on (B)(6) 2010, the customer clarified that, in addition to the inlet pulling out, the module had failed to power up the unit.